Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she sees halos, starbursts, and a mild blur. In a follow up, the surgeon reported the event continues with the patient having dysphotopsia. He reported he may perform a lasik procedure.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on (B)(4) 2012. (B)(4).